Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have difficulty breath. The patient was given medical intervention in the form of being prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.